Event description:
Difficulty breaking the introducer needle after insertion of the PICC line, the introducer broke improperly causing the nurse to accidentally puncture the catheter & to stick herself with this needle.